Event description:
The pt reported experiencing low blood glucose on (B)(6) 2012 and required glucagon as a result. She stated that she experiences low blood glucose during menstruation. She discontinued use of oral contraceptives 3 months ago and has experienced low blood glucose since that time. She stated that on (B)(6) 2012 her blood glucose measured 37 mg/dl and she increased her blood glucose by eating. On (B)(6) 2012 she felt weak, dizzy, and tired and her blood glucose monitor read ¿lo¿. She was unable to eat because, she was vomiting and her husband administered glucagon. On (B)(6) 2012 her blood glucose measured 86 mg/dl and she was concerned the episode would repeat. Her blood glucose was monitored until it increased to 120 mg/dl. No allegation was made against the infusion device. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in a supplemental report.